Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding its charge. Blood glucose was 254 mg/dl. Reportedly, customer fully charged pump and continued pump therapy.